Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Operation of the pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5ml of sterile water. The pump was programmer with a flow test over a twenty-four hour period. The dispensed volume was 0.0ml. The top cover of the pump was machined off and the valves' "pull open/hold open" currents were measured. The results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. Internal complaint number: complaint (B)(4).

Event description:
Sales representative contacted technical solutions to report an underinfusion volume discrepancy. The expected volume was 3.5ml and the actual aspirated volume was 19ml. The patient reported to not have any mris, nor did they have any falls or traumas. Nurse reported that the patient was hospitalized several weeks prior to this appointment for flu-like symptoms (nausea, vomiting, chills), but reports that their symptoms have improved. The patient did not report any increased pain or a lack of pain relief. Days later, the representative contacted technical solutions to report that a cap study was conducted for this patient, where the catheter was found to be patent. A few days later, another volume check was performed for this patient where the expected volume was 18ml and the actual aspirated volume was 19ml. Approximately a week later, another underinfusion volume discrepancy was identified where the expected volume was 16ml and the actual aspirated volume was 19ml. The patient's pump was explanted at a later date.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient was hospitalized due to flu-like symptoms (nausea, vomiting, chills).